Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure for a lesion measuring 1.3 cm in the left lower lobe and away from the pleura. The procedure was completed without complications or delay. Two days after the procedure, the patient developed dyspnea, aspiration pneumonia, a collapse of the right lung and respiratory failure. The patient was reintubated and was placed on a mechanical ventilator. According to the physician, the reported adverse events would have occurred via another modality. The patient was known to have an unspecified pre-existing unstable condition and could not tolerate higher ventilator settings. The patient had a poor prognosis and was not expected to recover. Life support in the intensive unit was withdrawn, and the patient was transitioned to comfort care, and the patient subsequently expired. The physician believed that neither the ion system nor the left lung biopsy procedure was related to the right lung collapse and the patient outcome. He believed this was attributed to pre-existing right hemidiaphragmatic paralysis and intolerance to mechanical ventilation. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. However, the surgeon attributes the post-procedure complication to pre-existing right hemidiaphragmatic paralysis and intolerance to mechanical ventilation. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: two days after undergoing an ion endoluminal lung biopsy procedure, the patient developed dyspnea, aspiration pneumonia, and a collapse of the right lung resulting respiratory failure. The patient required reintubation, chest tube and mechanical ventilator support. The patient was known to have unspecified pre-existing unstable condition and the higher ventilator setting could not be tolerated. The patient was not expected to recover. Intensive support was withdrawn and the patient was placed under hospice care. The patient subsequently expired.

Manufacturer narrative:
The event information has been reviewed by an intuitive surgical, inc. (Isi) medical safety officer (mso) and reported: this 86-year-old patient with several significant comorbidities underwent an uneventful ion lung biopsy procedure for a 1. 3cm lung lesion in the left lower lobe which was located away from the pleura. No immediate intra- or postprocedural complications (e.g., pneumothorax, bleeding, respiratory failure) were reported. The patient suffered from ¿unspecified¿ pre-existing unstable conditions including unilateral, right-sided diaphragmatic paralysis, left-sided vocal cord paralysis and parkinson¿s disease. Two days after the procedure the patient developed dyspnea and respiratory failure, likely as a result from the diagnosed aspiration pneumonia, complicated by a right-sided lung collapse on top of the above-described pre-existing comorbidities. Subsequently, the patient required intubation and mechanical ventilation for respiratory support. Further details of his hospital course are unknown. Due to an overall poor prognosis life support was eventually withdrawn and the patient was transitioned to hospice care. At a later time, the patient succumbed to his critical medical condition. Unilateral vocal fold paralysis in parkinson disease has been described in the literature1 and according to a study by tsai et al. Is associated with a significantly higher cumulative incidence of pneumonia. It represents an independent risk factor for pneumonia in male patients older than 51 years2. In addition, the described diaphragmatic paralysis is typically associated with a decrease in the maximum respiratory muscle power reflected by impaired lung function on pulmonary function testing particularly when in a supine position3. The combination of these comorbidities leading to significantly impaired pulmonary reserve contributed to the rapid deterioration and the inability to recover despite intensive supportive care with intubation and mechanical ventilation. The available data is consistent with the described comorbid conditions being the underlying etiology of the patient¿s demise with no association with the uneventful biopsy procedure itself. 1. Hamdan al, khalifee e, tabet g. Unilateral vocal fold paralysis in parkinson disease: case report and review of the literature. J voice. 2018 nov;32(6):763-766. Doi: 10.1016/j.jvoice.2017.09.007. Epub 2017 nov 1. Pmid: 29079122. 2. Tsai ms, yang yh, liu cy, lin mh, chang gh, tsai yt, li hy, tsai yh, hsu cm. Unilateral vocal fold paralysis and risk of pneumonia: a nationwide population-based cohort study. Otolaryngol head neck surg. 2018 may;158(5):896-903. Doi: 10.1177/0194599818756285. Epub 2018 feb 6. Pmid: 29405850. 3. Kokatnur l, rudrappa m. Diaphragmatic palsy. Diseases. 2018 feb 13;6(1):16. Doi: 10.3390/diseases6010016. Pmid: 29438332; pmcid: pmc5871962.

Event description:
Refer to h10/h11 for follow-up information.